Event description:
It was reported that, after the implant procedure of this electrode, the patient reported chest pain and breathing difficulties. A chest x-ray revealed a complete left pneumothorax. A subsequent computed tomography (CT) scan confirmed the diagnosis. The patient underwent a pleural drainage, an extraction and successful reimplantation of this electrode. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction h6 field: code e0734 removed.

Event description:
It was reported that, after the implant procedure of this electrode, the patient reported chest pain and breathing difficulties. A chest x-ray revealed a complete left pneumothorax. A subsequent computed tomography (CT) scan confirmed the diagnosis. The patient underwent a pleural drainage, an extraction and successful reimplantation of this electrode. This electrode remains in service. No additional adverse patient effects were reported.